Event description:
It was reported that the patient's ipg was inoperable. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the additional information received, the battery meets the expected longevity. Hence, this is considered as normal battery depletion. As such, this event is no longer reportable.

Event description:
Additional information received indicates that patient last had therapy 2-3 months ago.